Manufacturer narrative:
Concomitant medical products: model: d284vrc, ICD; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was extracted due to an acute endocarditis infection due to serratia marcescens. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.